Event description:
It was reported that during preparation for an artificial urinary sphincter (aus) implant the nurse noticed a hair inside the hooks section of the skw kit. Another kit was used for the surgery. The procedure was completed successfully and no patient complications were reported.

Event description:
It was reported that during preparation for an artificial urinary sphincter (aus) implant the nurse noticed a hair inside the hooks section of the skw kit. Another kit was used for the surgery. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, a photo was provided, and visual analysis confirmed the foreign material sealed inside the packaging. Based on the information available, a conclusion code of quality control deficiency was assigned to this investigation.